Event description:
Respiratory therapy noticed a yellow colored substance in patient's custom 4.0 cuffed bivona tts and noticed the cuff was not inflated to proper amount (0.8ml sterile water). Otolaryngology did a routine tracheostomy change and rt aspirated 0.1ml of a yellow gastric substance from the tra tracheostomy cuff. Rt then checked the cuff of the tracheostomy that was removed and cuff did not inflate. We believe the cuff is defective. Patient will develop a leak. Sterile water will be inserted into the pilot line to inflate the cuff with no improvement in leak. Once the tracheostomy tube is removed and pilot balloon tested, it was noted to have sterile water coming out from the cuff (which is not to be happening).